Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient experienced arrhythmia. The right ventricular (rv) lead had dislodged from the apex and was in the outflow tract. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.